Event description:
The customer was called in regards to issues with his glucose sensor and reported he had been experiencing high blood glucose in the 500 to 599 mg/dl. The customer made adjustments and blood glucose levels improved somewhat. The customer stated his doctor suggested trying different infusion sets and customer declined to be transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.